Event description:
Boston scientific crm received information that this implantable cardioverter defibrilator (ICD) had been lost to follow up. This ICD was determined to be at end of life (eol) with a monitoring voltage measurement of 2.54 volts and a charge time measurement of 33.8 seconds. The device was explanted. There were no associated adverse patient symptoms.

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. If new information were to become available, this report will be further evaluated and updated.

Event description:
--